Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatments. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; psychiatric injury nonsurgical treatments: on (B)(6) 2010 the patient commenced and continued for approx. 11 years the following treatments: pain medication: dolased forte for the treatment of: pelvic pain. Psychological medication: loxalate 20-40mg for the treatment of: anxiety/depression. Other medication (please specify): vagifem for the treatment of: vaginal pain. Physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back and pelvic pain. Additional information received on july, 27, 2022 the patient was diagnosed to have cystocele and rectocele. An anterior and posterior repair procedures were performed at the time of the obtryx implant on (B)(6) 2010. On (B)(6), 2012, the patient was seen for anxiety. She reported recurrence of her epigastric pain and noted she was off her nexium for one month. The patient was advised to have an upper gi endoscopy and was to be referred. She additionally reported slightly painful intercourse. The patient was prescribed motilium 10 mg tablet every 8 hours and valium 5mg tablet as needed. Oestradiol 3 mg (100 mcg/24 hours) patch was ceased. On (B)(6) 2012, the patient reported that she had side effects from motilium so that was discontinued. She reported that her epigastric pain was better after passing stool. It was noted that the patient should have an upper abdominal ultrasound to check for gall stones, use nexium prior to anything that may result in acid production, and regulate bowels with senna, metamucil, and valium to reduce mental effect on bowels. On (B)(6) 2018, abdominal CT scan was performed for abdominal pain in the left hypochondrium radiating towards the left flank. The patient had a history of diverticulitis and recurrent urinary tract infection (dates of onset not included in medical records provided). The impression was smooth wall thickening of the second and third part of duodenum that may be attributed to an inflammatory cause. Upper scope was suggested for further evaluation. The sigmoid diverticular disease was without evidence of diverticulitis. There was no evidence of renal tract calculus. Liver steatosis was also noted.

Manufacturer narrative:
Block a1: (B)(6). Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6), md, (B)(6) hospital, australia. Patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Patient code e1310 captures the reportable event of urinary tract infection. Impact code f12 has been used in the light of this patient seeking legal recourse for a personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks a1, b5, d4, g1, h4, h6 and h10 have been updated based on the additional information received on july 27, 2022.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatments. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; psychiatric injury. Nonsurgical treatments: on (B)(6) 2010 the patient commenced and continued for approx. 11 years the following treatments: pain medication: dolased forte for the treatment of: pelvic pain. Psychological medication: loxalate - 20-40mg for the treatment of: anxiety/ depression. Other medication (please specify): vagifem for the treatment of: vaginal pain. Physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back and pelvic pain.